Event description:
It was reported that a patient participated in a (B)(6) of treatment for 1 or 2 level generative disc disease between l2 and s1. Patient was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l5s1size with pedicle screws at l5 and s1. Patient was also implanted with click-x for supplemental fixation. The patient experienced pain for 60 months. Surgery date was (B)(6) 2005 and postoperatively patient experienced dural tear, requiring repair of dural tear. This is 3 of 15 reports for the same event.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received. (B)(4).